Manufacturer narrative:
This report is submitted on june 22, 2023.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI. Surgery to reposition the magnet was completed on (B)(6) 2017. The implanted device remains.